Manufacturer narrative:
The complaint is not confirmed. The returned meter was investigated. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving an ER-4 message on the display of his freestyle blood glucose meter. He further reported subsequently experiencing lightheadedness, vertigo and difficulty ambulating. Customer additionally noted experiencing both a loss of consciousness and a seizure. Customer self-presented to his healthcare provider and was reportedly diagnosed with dka (diabetic ketoacidosis), but received no third-party emergent medical intervention. Customer noted he was given "oxygen tests, stress tests and blood tests". Customer additionally self-treated with depakote. Attempts to contact the customer to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.